Event description:
A malfunction alarm labeled malf 12 was reported, accompanied by a fault ID of 12_0x2071. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Tandem technical support provided pump reset information, assisted the caller in resetting the pump, and verified that the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared.